Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to erosion. A new device that doesn't provide atrial therapy was implanted. This device will not be returned to boston scientific. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.